Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. No ramping numbers noted on the display. However, the insulin pump was received with broken reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump gave her a button error 2 months ago and she was able to clear it. The customer stated that the pump is not working right now and it alarmed button error. The customer stated that she tried to enter blood glucose and the numbers were scrolling up on their own. The customer stated that she tried to troubleshoot for 15 minutes and the pump still alarmed button error. The customer stated that she was dancing last night and it was a little sweaty. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.